Manufacturer narrative:
The investigation of low pump flow and delivery issues has been completed. Visual inspection found a kink on cannula about 15 millimeters from cage and cannula bonding site. No other issues were found on the rest of the pump. The root cause of low flow was kinked cannula.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: warnings & cautions: cautions ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿ impella cp with smartassist system section: warnings & cautions: warnings section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ section: warnings & cautions: warnings ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿

Event description:
The complainant reported that during impella cp placement attempt to insert the impella over a 0.018 wire through the sheath was unsuccessful. The impella cp and 0.018 wire were removed. The impella cp was placed in dextrose five percent in water. A 7 french then was removed and an attempt to cross the valve with an al1 was successful. A platinum plus was placed and the impella cp was backloaded over the platinum wire and attempt in crossing the aortic valve (av) was unsuccessful. The platinum and impella were removed. Then the av was crossed with the pigtail and a steelcore wire was placed. Impella was backloaded onto the steelcore wire successfully. Impella was started in auto with adequate flows of 3.5. After the physician manipulated the catheter, flows dropped and kink in cannula close to the motor was identified on fluoroscopy. The impella cp was removed and the procedure was aborted. No patient harm has been reported.